Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
Customer reported via phone call that the insulin pump had insulin pump error alarm and also had no delivery alarm. The customer¿s blood glucose level was 85 mg/dl, 125 mg/dl. Customer stated insulin pump worked. Customer stated insulin pump error was reoccurred. The insulin pump will not be returned for analysis.